Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment a new pod was applied.

Manufacturer narrative:
The device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data shows the device was received in pod state 15 having delivered 0 pulses. No alarms were generated in the data. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. Fluid was able to flow through the complete fluid path upon manual rotation of the ratchet gear. No damages or defects were observed in the fluid path or needle mechanism that would have contributed to the reported event. The cause of the reported event could not be determined. Inspection of the adhesive pad and its welds found no damages or defects that would have contributed to the reported event. The cause of the reported adhesive malfunction could not be determined.